Manufacturer narrative:
The system and serial numbers were not provided. No other details regarding the event were received.

Event description:
A report received from a facility in the (B)(6) stated that, according to the surgeon, the suctioned fat from the patient neck appeared necrotic. Additional information has been requested but not yet received.

Manufacturer narrative:
Correction manufacture name and address initial reporter name contact fax number and manufacture contact name it was reported a physician noticed that the suctioned fat from the patient neck seemed necrotic. No additional information about the treatment or system was provided by the customer. The distributor reported the probes used during the case were not in good condition. No products or probes returned for evaluation. Customer has not responded to attempts to collect answers to ae questions. The safe and effective use of vaserlipo medical device depends to a large degree on factors solely under the control of the operator. It is important that all operators of this surgical system read, understand, and follow the operating instructions of this unit. No additional information about the treatment or system was provided by the customer. No products returned for evaluation. The occurrence of this adverse event is low and no other necrotic cases have been reported from vaserlipo treatment in the past 4 years. Based on the available information, no causal factors can be determined and no conclusion can be drawn. According to vaserlipo risk assessment (206-0113hz rev. 9), unintended tissue damage could be due to physician technique issues such as excessive cavitation, ultrasound reflections off tissue/air interface because of a lack of tumescent solution, or excessive hydraulic force. Tissue damage can also be caused by a system malfunction causing wrong volume of infiltration, and cannula geometry does not support infiltration rates correctly causes excessive fluid administered. According to vaser user guide (p007074-04 rev. A), use of this device is contraindicated for patients with chronic medical conditions, such as obesity, diabetes, blood clotting disorders, heart, lung, or circulatory system disease, or vascular problems, including common circulation problems and coagulation problems associated with certain medications. The following conditions may affect the safety or effectiveness of this device: presence of collagen, scarring, or connective tissue disorders; presence of stretch marks or potential for stretch mark formation; lupus erythematosus; endocrine disorders; pregnancy or the possibility of pregnancy; or other active diseases that may affect the procedure outcome or increase risk. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number 000v3m. Trending will be performed to monitor this issue.